Event description:
It was reported that the asymptomatic patient presented to the hospital after receiving a vibratory patient notifier for out of range impedance. High pacing lead impedance was observed on the lead. All other electrical parameters were normal. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.